Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore this event did not meet the meet the reporting requirements. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: serial#: (B)(4), implanted: on (B)(6) 2020, explanted:, product type: catheter, product ID :neu_unknown_prog, lot#: serial#:, implanted:, explanted:, product type: programmer, physician. Other relevant device(s) are: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was recei ving unknown morphine drug (20mg at 12.5mg) via an implantable pump for unknown indications for use. It was reported that pump empty reservoir alarm started on (B)(6) 2022 with pump not been empty. Patient was not seen in office by clinician until on (B)(6) 2023. Upon inter rogation, a critical alarm was noticed. It was noted that the physician aspirated 8ml from reservoir and reprogrammed pump. A dye study was performed on (B)(6) 2023 with cerebra spinal fluid (csf) aspirated from catheter access port (cap) and dye injected showing catheter in intrathecal space with no leaks seen. Patient and husband were angry and stated they always come every 2 months for pump refills and it should not have been empty on (B)(6) 2022 when last refill was on (B)(6) 2022. It was noticed that reservoir volume was set at 20ml for a 40 ml pump and 40ml of drug was put into the pump. Patient was scheduled for refill on (B)(6) 2023 and will continue to monitor expected volume vs actual reservoir volume aspirated from pump at pump refills. Patient also has patient therapy manager (ptm) programmed but does not use any boluses therefore there was extra in pump and refill date changes which has caused significant confusion with physician and patient.  It was suggested to disable or decrease ptm bolus number since boluses are not being utilized and extra volume is causing confusion. It was unknown if the issue was resolved.